Manufacturer narrative:
(B)(4). The customer returned an unraveled spring-wire guide (swg) and an introducer needle. The swg was still inside of the introducer needle and both components displayed signs of use. A visual inspection of the introducer needle revealed no defects or anomalies. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and retained the j shape. The guide wire body also has multiple kinks and stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. The broken core wire measured 601 mm in length, which met specification; therefore no pieces appear to be missing. The outer diameter of both the swg and the introducer needle cannula, along with the needle cannula inner diameter were measured and all were found to be within specification. A swg with an outer diameter of 0.847 mm from lab inventory passed through the returned needle from the hub to the tip without restriction. This indicates that a swg with an outer diameter of .800 mm would be able to pass through the needle as well. (Con't) other remarks: a manual tug test confirmed the proximal weld is intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) supplied with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation, and a lab inventory passed through the returned needle from the hub to the tip without restriction during functional testing. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges that "during the withdrawal of the needle appeared a great resistance. The resistance didn't permit to remove the needle. Finally, the swg was withdrawn together with a needle. The swg delamination over needle was observed. The swg was taken out entirely." Event was reported to have occurred in the operating room. It was reported there was no injury to the patient or delay in treatment. Another device was obtained for use and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges that "during the withdrawal of the needle appeared a great resistance. The resistance didn't permit to remove the needle. Finally, the swg was withdrawn together with a needle. The swg delamination over needle was observed. The swg was taken out entirely." Event was reported to have occurred in the operating room. It was reported there was no injury to the patient or delay in treatment. Another device was obtained for use and the procedure was completed successfully.